Event description:
It was reported that the user experienced bacteriuria, symptomatic urinary tract infection, pain, hematuria, urethral trauma, catheter blockage, leakage and accidental removal when they were asked about the complications while using the foley catheter. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user experienced bacteriuria, symptomatic urinary tract infection, pain, hematuria, urethral trauma, catheter blockage, leakage and accidental removal when they were asked about the complications while using the foley catheter. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.